Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model: sc-1132 serial/lot: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that following an implant procedure, the patient experienced paralysis in his legs. The patient was hospitalized, underwent an explant procedure and then later passed away. Malfunction was not suspected. The physician assessed that the epidural hematoma and paralysis were due to the procedure. The MRI revealed a spinal cord infarct.

Manufacturer narrative:
The source of the complaint was not determined. Sc-8352-70 ¿ s/n (B)(4): the lead was cut during the explant procedure. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. X-ray inspection found no cable breakages. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-1132 ¿ s/n (B)(4): impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Dc leakage and current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that following an implant procedure, the patient experienced paralysis in his legs. The patient was hospitalized, underwent an explant procedure and then later passed away. Malfunction was not suspected. The physician assessed that the epidural hematoma and paralysis were due to the procedure. The MRI revealed a spinal cord infarct.

Manufacturer narrative:
Additional information was received that the physician was unsure if the patient's death was secondary to complications of the spinal cord infarction and spinal hematoma.

Event description:
A report was received that following an implant procedure, the patient experienced paralysis in his legs. The patient was hospitalized, underwent an explant procedure and then later passed away. Malfunction was not suspected. The physician assessed that the epidural hematoma and paralysis were due to the procedure. The MRI revealed a spinal cord infarct.